Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported cautery was used during the lead revision (reference MFR report: 1627487-2018-11958) procedure. During the procedure manufacturer¿s representative was unable to locate the ipg. Multiple attempts were made to communicate with the ipg and the issue persisted. In turn, ipg was explanted and replaced with a new ipg. Therapy was reportedly restored postoperative.